Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer's blood glucose level. Customer technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the same malfunction code did not recur. The caller was instructed to continue using the pump and to call back if any malfunction recurs, which the caller acknowledged and understood.